Manufacturer narrative:
(B)(4).

Event description:
It was reported "26 may 2025, laparoscopic radical prostate surgery, at the beginning of anesthesia, the right internal jugular vein puncture cannulation, puncture smooth, competent, lateral tube back pumping smooth, no thrombus, the first day after the operation, the ward nurses to do deep vein care back pumping 2cm * 2mm thrombus, stop, please vascular surgery consultation, the line of anticoagulation therapy, to prevent thrombus proliferation and dislodgement, resulting in thromboembolism, the fourth day after the operation, again ultrasound examination, thrombus 1.3cm*4mm, continue anticoagulation treatment." The user changed to a new set to resolve the issue. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Clinical and medical affairs (cma) was previously consulted regarding complaints of this nature. Cma stated that intraluminal thrombosis is a known complication of cvc placement which can occur with complete r partial occlusion. Intraluminal precipitation of drugs r minerals, blood products, r kinking of the catheter from extraluminal causes can create this clinical event or initiate the thrombosis pathway. Careful monitoring and management of the catheter will prolong its dwell time and prevent injury. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "clinicians must be aware of complications/undesirable side effects associated with central venous catheters including, but not limited to: thrombosis. Maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with central venous catheters must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2025, laparoscopic radical prostate surgery, at the beginning of anesthesia, the right internal jugular vein puncture cannulation, puncture smooth, competent, lateral tube back pumping smooth, no thrombus, the first day after the operation, the ward nurses to do deep vein care back pumping 2cm * 2mm thrombus, stop, please vascular surgery consultation, the line of anticoagulation therapy, to prevent thrombus proliferation and dislodgement, resulting in thromboembolism, the fourth day after the operation, again ultrasound examination, thrombus 1.3cm*4mm, continue anticoagulation treatment." The user changed to a new set to resolve the issue. The patient's current condition is reported as "fine".